Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did experience retention prior to the device. It was unknown if their retention worsened as a result of the device or therapy. Catheterization was not the patient's standard of care. The cause of the therapy hurting and burning was unknown. They stated that the patient had turned it on and off and would sometimes leave it off. It was unknown if the issue was resolved. They stated that the patient had a new, more compatible, one place on (B)(6) 2025. As of the time the additional information was sent the patient had not set the device up yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not have a new implant placed. The current implant remained in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the therapy has not been working for them since implant. They do not form anymore unless they get extremely constipated because they do not have a sphincter muscle. They take medicine to stop it but after they go they do not empty out and leak for 2-3 days. The doctor told the patient it might help with their bladder problem too but patient did not notice any difference. Patient also stated they woke up in pain twice. Patient also mentioned the therapy hurts and burns when its turned off and you turn it back on again however the sensation goes away after 2 minutes. The patient declined assistance using external devices because they did not feel confident to use them on their own and will ask their family for further assistance.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified " after they go they do not empty out" was describing bowel movement. It was unknown if the patient was experiencing retention prior to the device or if it has worsened. Ca theterization was not the patient standard of care prior to the device. The cause of the therapy hurting and burning when it's turned off and back on again was not determined. The most likely cause was stated to be patient factors and understanding of the device and its function. To resolve the issue the patient was educated by the provider and by a representative (rep). It is unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.